Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead the physician could not pass a stylet through the inner lumen. It was noted that the lead had been placed but fixation had not been activated as the physician had decided to first proceed with right ventricular (rv) lead placement, and it was suspected that dried blood had accessed the ra lead lumen making it impossible to pass the stylet through. The ra lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.